Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was having some issues and was calling for device information as they could not locate the patient's device identification card. Caller stated that they were unsure if the issues were related to the devices or not. Caller further stated that the issues were in the patient's head, patient had severe pain that radiated down their jaw and had numbness on the left side. It was stated that they did CT scans but patient really needed to do an MRI. It was also mentioned that the patient had the ins's turned off by the health care professional (hcp) because patient was having issues. Caller was unsure what the issues were, but thought it was whenever patient walked into a magnetic door, it would cause something with the stimulation. No further patient complications were reported/ anticipated as a result of this event.